Event description:
It was reported that the customer was hospitalized with low bgs. Troubleshooting was conducted and the pump was operating properly. However, when the customer removed the infusion set for testing, the cannula was bent. Technician explained how this prevents insulin delivery and advised to change set and insertion site.